Manufacturer narrative:
Corrected information provided in h.6. And h.11. A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. There were no other complaints found related to the lot. After three notifications, the sample from the alleged complaint has not returned. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated ¿I couldn¿t get the side button to fire, kept pressing, no result. As soon as I let go to remove the device and get a new one, it fired and caused the patient a ton of pain."